Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via FDA¿s medwatch program that they experienced high blood glucose level. Customer¿s blood glucose was over 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as below 260 mg/dl. The customer treated for high blood glucose with manual injections. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had insulin floe blocked alarm, rejected a new battery. The insulin pump will not be returned for analysis.